Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) and was experiencing incontinence. The physician suspected that there was urethral atrophy. The aus cuff was replaced, and the physician did not identify any fluid leaks. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.